Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose in range of 500 mg/dl to 600 mg/dl. Customer also reported that they believe that his site of infusion had scar tissue resulting in high blood glucose values. Insulin pump will not be return for analysis.